Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and multiple episodes of embedded device ('embedded metallic coil within the lumen adjacent to the cornu', 'right cornu also has an embedded metallic coil extending into the uterine corpus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), the first episode of embedded device (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, with left salpingectomy, right salpingoophorectomy and myomectomy, uterine dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of embedded device and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain, uterine haemorrhage, the first episode of embedded device and the second episode of embedded device with essure. The reporter commented: hospitalization: yes. Essure insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 10 -12. It was difficult to count because of the tissue. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well, stating that she had some cramping but no pain. Surgical pathology report: inactive pattern endometrium. No hyperplasia, atypia or malignancy seen. Focal, superficial adenomyosis. An intramural leiomyoma. Cervix showing occasional nabothian cysts and squamous metaplasia. Unremarkable left fallopian tube with benign paratubal cyst. Fimbriated fallopian tube with a one cm in diameter paratubal cyst; that has an embedded metallic coil within the lumen adjacent to the cornu; the right cornu also has an embedded metallic coil extending into the uterine corpus. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain, embedded devices and uterine hemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Previously reported unspecified event ¿medical device removal and oophorectomy¿ was updated to more specified events "pelvic pain, embedded devices and uterine hemorrhage¿. This case was medically confirmed. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('right cornu also has an embedded metallic coil extending into the uterine corpus') and uterine haemorrhage ('abnormal uterine bleeding'). In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, with left salpingectomy, right salpingoophorectomy and myomectomy, uterine dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine haemorrhage with essure. The reporter commented: hospitalization: yes. Essure insertion details; the number of expanded coils that appeared trailing into the uterine cavity was 10 -12. It was difficult to count, because of the tissue. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well. Stating, that she had some cramping, but no pain. Surgical pathology report: inactive pattern endometrium. No hyperplasia, atypia or malignancy seen. Focal, superficial adenomyosis. An intramural leiomyoma. Cervix showing occasional nabothian cysts and squamous metaplasia. Unremarkable left fallopian tube with benign paratubal cyst. Fimbriated fallopian tube with a one cm in diameter paratubal cyst. That has an embedded metallic coil within the lumen adjacent to the cornu. The right cornu also has an embedded metallic coil extending into the uterine corpus. Additional surgery: on (B)(6) 2019, laparoscopic-assisted vaginal hysterectomy, with left salpingectomy. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain, embedded devices and uterine hemorrhage". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: previously reported, unspecified event: ¿medical device removal and oophorectomy¿ was updated to more specified events: "pelvic pain, embedded devices and uterine hemorrhage¿. This case was medically confirmed. Reporter were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: hospitalization: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.